Event description:
Physician reports a leak in the band. Follow up findings: there is no leak in the band, but rather an aneurysm in the inflatable portion of the band ring.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the lap-band style and implant date provided, the connector type is assumed to be taper ii. The lap-band was returned for analysis. Device analysis of the lap-band is in progress. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.